Manufacturer narrative:
This report is submitted on 21 january 2020.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on march 16, 2023.

Manufacturer narrative:
Per the clinic, the patient's device was electively explanted on (B)(6) 2020. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted 06 april 2020.